Event description:
It was reported that the atrial lead had low impedance. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that the proximal conductor had blood/body fluid (not obstructed), and the outer insulation had a cosmetic depression.